Manufacturer narrative:
Device evaluation: the manufacturing batch record review confirmed the device met all material, assembly and inspection specifications. As received, the specimen consists of one each clinically used, damaged hydro gw stf std s 150-038 device; returned partially reloaded into the dispenser assembly, and double-bagged within large "zip-lock" style poly pouches. The specimen presents 5.32cm of skive damage to the polymer jacket material from .45cm to 5.80cm from the distal tip, exposing 5.10cm of the core wire with a large radius bend over the distal 5.90cm. The warnings section of the device instructions for use (IFU) indicates; "do not manipulate advance, and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement and/or withdrawal through a metal device may result in destruction and/or separation of the outer polymer jacket requiring retrieval. If a needle is used for initial placement, a plastic entry needle is recommended when using the zipwire hydrophilic guidewire. Extreme caution should be observed when used with a one-wall puncture style needle." Based on the evidence presented by the sample and the information provided by the supporting documentation it appears that procedural and/or clinical factors impacted on the event as reported.

Event description:
This zip wire was used during the tul procedure,but approximately 5cm of the resin at the tip of the device was peeled off when the device was removed from the patient. X-ray done and it was confirmed that the peeled tip was remained in the patient. Additional information: <chronological order> 1.they performed percutaneous nephrolithotripsy (pnl)and removed the stone from the kidney. They used metal cannula (unknown device)during the pnl. 2.they inserted this guide wire into the metal cannula to perform nephrostomy. 3.they deployed balloon type catheter for pelvis of the kidney. 4.when they removed this guide wire,they noticed that the 5cm of the wire jacket was peeled off. They confirmed that the fragment was remaining in the patient by x-ray. 5.it seems that the fragment was remaining in the fat outside the kidney by CT scan. 6.the procedure was completed with remaining the fragment of the guide wire. The physician thought that the this issue was related to the compatibility of resin of the guide wire and metal cannula. There was no other patient complication after the procedure. The device was brand new item(not reuse item). After this procedure,the physician confirmed it was contraindication that this device used with metal cannula.